Event description:
It was reported that the surgeon partially inserted a competitor's lens and a haptic was ripped by the aq cartridge during insertion. The lens was removed and another iol was implanted without any patient incident. The patient's current prognosis is good.

Manufacturer narrative:
Evaluation results: a lot order search was conducted on the injector and there were no similar complaints found within the lot order.